Event description:
A report was received that the pt was explanted due to irritation at the pocket site and ineffective therapy. The pt is reportedly doing well following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory. This is the final report.